Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter was difficult to deflate even after 7ml of water was aspirated with the syringe on the day of use. It was further noted that the balloon was deformed after the catheter was removed. Per additional information received via email on 1 april 2020 from ibc representative, it is unknown how the catheter was removed.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation found that the catheter could be inflated and deflated without difficulty. The sample was evaluated and no pinch or blockage was observed. The catheter was dissected and no conditions were that could be associated with reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the device is intended for single use only and is not reusable. 2. Precautions for use (2) when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may b occluded by negative pressure, and as a result the catheter could not be removed.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the catheter was difficult to deflate even after 7ml of water was aspirated with the syringe on the day of use. It was further noted that the balloon was deformed after the catheter was removed. Per additional information received via email on 1 april 2020 from ibc representative, it is unknown how the catheter was removed.